Event description:
It was reported that during a follow up routine after the spaceoar placement procedure. The physician was concerned about the placement of the hydrogel. The physician determinate that the hydrogel was at the apex. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.